Manufacturer narrative:
A preliminary analysis (production records review) did not reveal any abnormality during the manufacturing process. The subject pacemaker has been manufactured according to all applicable procedures.

Event description:
A previous pacemaker has been replaced on a pacemaker dependent patient with an alizea dr ((B)(6)). During the procedure, the patient remained in asystole for several seconds, after connecting the new device, the stimulation spikes were visible on the surface electrocardiogram, but without real capture of the patient's heart. Pacing was attempted with the alizea dr in v00 without success. They proceeded to reconnect the previous device, and pacing was reestablished (it worked even at eri/rrt). Once the patient was stabilised, the alizea dr device was reconnected, and this time patient's heart was captured.

Event description:
A previous pacemaker has been replaced on a pacemaker dependent patient with an alizea dr (B)(6). During the procedure, the patient remained in asystole for several seconds, after connecting the new device, the stimulation spikes were visible on the surface electrocardiogram, but without real capture of the patient's heart. Pacing was attempted with the alizea dr in v00 without success. They proceeded to reconnect the previous device, and pacing was restablished (it worked even at eri/rrt). Once the patient was stabilised, the alizea dr device was reconnected, and this time patient's heart was captured.

Manufacturer narrative:
The conclusions are as follows: - the device has been manufactured and released following all the applicable procedures. - since no data are available, no deeper analysis can be performed. - based on the complaint description, a likely hypothesis would be a lead connection issue. - based on the available data, no issue is suspected on the subject pacemaker.